Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the cause might be due to a long-time charging. It was suggested to reduce the charging time per cycle to increase the number of charging cycles.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid.continuation of d10: concomitant product ID wr9200 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient charged the stimulator, the stimulator inside the body was heating. When spoke to the physician, during the consultation, told that none of the patients had been told anything like that, so should check with the manufacturer to see if there had been any such cases. The charger was a diagonal type before, but after replacing it with a new type that is worn around the neck, the patient's body always gets very hot after charging, and cannot cool down unless places an ice pack on the stimulator. The issue has not been resolved at the time of this report.